Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as some darken itchy areas under the electrodes. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported the doctor was aware the device was removed. The medical outcome is unknown as follow up attempts were unsuccessful. Reporting out of abundance of caution. Supplemental report 9/8/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as some darken itchy areas under the electrodes. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported the doctor was aware the device was removed. The medical outcome is unknown as follow up attempts were unsuccessful. Reporting out of abundance of caution.